Manufacturer narrative:
Based in the complaint system and manufacturing controls, the following facts were concluded: the sample was received for evaluation and an inflation/deflation test was performed, using a syringe 12cc of air was applied to the cuff and it was observed the cuff held the air; the sample was left inflated 24 hours according to process instruction hhp-71069 rev v, after this time no deflation was observed, additionally the sample was submerged into a container filled with water and no leaks were noticed: therefore no failure mode was observed in the received sample and all manufacturing controls were found acceptable and effective to detect the reported failure mode. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the device had a cuff leak. The patient was reintubated. The customer reported that there was no patient harm.